Manufacturer narrative:
The investigation determined that higher than expected vitros k+ results were obtained from non-vitros biorad control fluids and a patient sample using two vitros 5600 integrated systems. The assignable cause of this event is most likely user error associated with improper calibrator fluid reconstitution that subsequently caused a sub-optimal k+ calibration on each vitros 5600 system. After recalibrating the same k+ reagent lot using a fresh preparation of the same calibrator kit lot, acceptable vitros k+ patient and quality control results were observed. There was no evidence to suggest a malfunction of the vitros 5600 integrated systems or vitros k+ slide lot.

Event description:
The customer obtained higher than expected vitros potassium (k+) results from a non-vitros biorad level 1 control fluid and a patient sample processed using two vitros 5600 integrated systems. Vitros 5600 #1: patient sample k+ = 5.40 versus expected 3.30 mmol/l; biorad l1 k+ = 4.07 versus expected 2.76 mmol/l. Vitros 5600 #2: biorad l1 k+ = 4.49, 4.62 versus expected 2.76 mmol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action. Although there were no reports of affected patient sample results, it cannot be confirmed that patient sample results were not affected and would not be affected if the event were to recur undetected. There were no allegations of patient harm. (B)(4).